Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage occurred. The 95% stenosed, calcified lesion located in the proximal right coronary artery (rca). The physician predilated the lesion and started implanting a taxus liberte' 4.00x28mm drug eluting stent overlapping a previously implanted taxus liberte' 3.5x28mm. However, as the taxus liberte' 4.00x28mm crossed the previously implanted stent, it "was broken". The procedure was completed with another taxus liberte' 3.5x32mm. There were no patient complications and status post procedure is stable.

Manufacturer narrative:
A visual and microscopic examination found that there were no breaks or kinks along the entire length of the shaft and that the proximal edge of the stent was damaged. The struts on rows 1 to 3 from the proximal edge of the stent were raised distally. This damaged section was measured to have an approximate diameter of 1.52mm. This was 0.22mm greater than the normal stent diameter. The proximal section of the balloon was slightly inflated. This type of damage is consistent with the delivery system encountering some form of restriction. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The device was returned with the product mandrel inserted and stent balloon protector attached. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or, procedural factors encountered during the procedure which contributed to the reported event.